Manufacturer narrative:
Patient coding and event description updated. Reservoir - catalog # 720185-01, serial# (B)(4), expiration date 08/12/2016, manufacture date "008"/13/2014.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced due to an unspecified reason. No patient complications were reported in relation to this event. Additional information was received that this patient experienced an infection with his device. The patient's ipp was removed and a spectra penile prosthesis was implanted. It was noted that the patient did fine after his surgery. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.